Event description:
A customer reported feeling that their battery was draining faster than normal, uncertain if it was due to the pump itself or increased notifications for connectivity issues and occlusions. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from technical support, and no further actions were taken at this time.